Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had shown an electrical short on the right side, contact 8. Multiple impedance checks were done. The extension was disconnected and reconnected to the battery multiple times to try to resolve the issue, and the issue had resolved. The event had occurred after a battery change showing a short below 500. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are : product ID: 3389s-40, lot# va16enz, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that patient had previously reported an impedance issue/elevated impedances with right brain hardware. The doctor believes it was due to the anchor/dog bone that was originally used to secure the lead was the cause for a frayed lead wire. An exploratory surgery was done and the lead was replaced with a new anchor, which resolved the issue. The hardware problem was identified. Therapy has been restored and all impedance and therapy measurements are within acceptable ranges. Patient is doing well.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the short circuit was not determined. There were no further complications reported.